Manufacturer narrative:
(B)(4). Batch # m53y68. The analysis found that one ntlc75 device was returned in good visual condition and with a cartridge reload present. The cartridge reload had the swing tab in the locked position, and the proximal 6 drivers up and the remaining drivers were down with staples present. In addition the reload was received with the left gripping surface damaged. The device was tested for functionality with the test cartridge reload and fired without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. A probable cause for the reported incident and the protruding staples is the device may have been partially fired causing the lockout to be set. Reference ¿instructions for use¿ for complete firing instructions. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a right colectomy procedure, the device could not fire on the first firing. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.